Event description:
It was reported that a power-on-reset (por) condition was reported and am end-of-life (eol) message was seen on the patient's implantable neurostimulator (ins). It was noted in follow up information obtained that there were impedance "issues" and that it was determined that the ins was at eol. The patient was scheduled to have a replacement at a yet to be determined date. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3587a, lot #lc0184, implanted: (B)(6) 2004 explanted: na; extension model 748925, serial # (B)(4), implanted: (B)(6) 2004, explanted: na; programmer model 7435, serial #(B)(4).